Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion in the rca. The devices could not cross the lesion, on return to manufacturing facility it was noted that the stents was deformed. No clinical sequelae were reported. Evaluation summary: two crowns on the sixth (6th) and seventh (7th) proximal stent segments were slightly raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology). Severe calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification. (B)(4).